Event description:
Dr stated that the implants were extremely loose. Lack of integration. (Non integration).

Event description:
Dr stated that the implants were extremely loose. Lack of integration. (Non integration).